Event description:
It was reported that the programmer went "blank" during the day and that it occasionally powered off as well. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer went "blank" during the day and therefore the low-voltage differential signal was reseated and the display flex replaced, but was unable to confirm the customer comment that it occasionally powered off. Analysis did note that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated and that the printer was very noisy at low speed and therefore the printer was replaced. (B)(4).